Event description:
Customer reported the valve body cracked when he tried to remove the water bottle and water spilled into the instrument. No operator or other lab personnel were harmed due to the issue. The field service representative replaced water reservoir and check valve cap. Performance tests were performed which were within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Patient received 2 lacerations when head piece slipped.

Manufacturer narrative:
The investigation showed the valve body crack might have been caused by syswash. The part is recommended to be exchanged every 6 months on preventative maintenance. The valve body was replaced and the issue was resolved. No injury, due to the fluid, was reported by the customer.